Event description:
Patient initially called stating he wanted to know if left hip implants were subject to any past recalls. Patient states he has elevated metal levels since is last surgery and he is experiencing pain and immobility. He is scheduled for another revision at the end of (B)(6) 2014.

Manufacturer narrative:
It was noted that the device is not available for evaluation as it is currently implanted. The patient stated that he is scheduled for a revision in (B)(6) 2014. Additional information has been requested and if received, will be provided in the supplemental report. Currently implanted.

Manufacturer narrative:
An event regarding "elevated metal levels [...] Pain and immobility" involving a metal femoral head and restoration modular stem construct was reported. Conclusion: review of the provided medical records indicates the subject femoral devices were implanted in conjunction with competitor acetabular components during the (B)(6)-2011 revision surgery. The IFU packaged with the reported device at the time of manufacture states ¿do not substitute another manufacturer¿s device, except if identified in compatibility section above, for any component of the howmedica osteonics total hip system. Any such use will negate the responsibility of howmedica osteonics corp. For the performance of the resulting mixed component implant.¿ the reported device is not part of a recall. Based on the provided information it has been determined that this event is associated with an off-label application.

Event description:
Patient initially called stating he wanted to know if left hip implants were subject to any past recalls. Patient states he has elevated metal levels since is last surgery and he is experiencing pain and immobility. He is scheduled for another revision at the end of (B)(6) 2014.